Event description:
Implant placement at tooth site #13 was reported. An implant and also the healing abutment was placed that day. Clinician could not separate the abutment from the implant, until the implant was removed from the osteotomy, and when the clinician had seated the abutment, it had caused the implant to spin.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D10: dental implant, 3i t3 tapered implant 4/3 x 13mm, lot number 2022060896.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one healing abutment for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use. The abutment engaged and disengaged as intended from the implant, during a functional test. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since the device malfunction did not occur, and the reported events have been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported events were unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.